Event description:
A set of clinic notes were received which reported that the pt had been experiencing breakthrough seizures. It was not noted whether the frequency of the pt's seizures increased above the pt's baseline level of seizures prior to starting vns therapy. No mention of the believed cause for the breakthrough seizures was noted. A battery life calculation was conducted which indicated that the pt's device is likely at eos, and may have been at eos when the breakthrough seizures occurred. Attempts for further info from the pt's treating physician have been unsuccessful to date. Therefore, the relationship between the increased seizure frequency and vns therapy cannot be determined.